Event description:
At about 1 year 11 months after the primary, the patient came in presenting pain due to a loose stem and the cause is unknown. There are no indications of trauma. The surgeon revised the stem and head to competitor implants, and revised the liner to same size medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 february 2026. Lot 2305943: (B)(4) items manufactured and released on 26-july-2023. Expiration date: 2028-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Clinical analysis: 2 years after primary cementless tha, the stem becomes painful and requires exchanging. The proximal part of the femur appears to be rarefied, and the stem seems to be undersized in this image, but of course the postoperative xray set would be needed to assess proper sizing. The surgeon is very experienced and familiar with this type of stems, so it is most likelly that the primary stability at index surgery was satisfactory. We cannot determine the causes for bone rarefaction and subsequent loosening, but we cannot think of a plausible cause directly related to implant defect or malfunction. Root cause:aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. From the post-operative images, the proximal part of the femur appears to be rarefied, and the stem seems to be undersized. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.